Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing and archive data review. The root cause of the system error was due to the processor board (pca) failure. The contribution of the age of the platform and user mishandling cannot be ruled out since the platform's front enclosure and the battery lock were observed with damage. The autopulse platform is a reusable device that was manufactured in april 2013 and is more than 9 years old, well beyond the expected service life of 5 years. During visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked and the battery lock bent. The observed physical damages appeared to be characteristic of user mishandling. The front enclosure and the battery lock need to be replaced to address the observed physical damages. The archive data showed the system error 136 (internal parameter corrupted) error message, thus confirming the reported complaint. In addition, most of the archive data could not be downloaded as it had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The failed processor board needs to be replaced to remedy the system error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(4).